Event description:
Upon interrogation, the device in the ICU, it was found to be in a hardware reset mode. It was recommended to explant the device. Further information received noted that the patient had refractory vr. The hospital opted for cardiac surgery and medical therapy. The patient had complications with the surgery and passed away as a result. Recent follow-up with the hospital, stated patient passed away from complications of severe premature atherosclerotic heart disease.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.